Manufacturer narrative:
The user reported the device is getting hot to the touch and is not holding charge. The returned device was evaluated and the inspection of the log files found no signs of the device overheating. The device was found to operate within the temperature specifications. Inspection of the log files found no signs of power sensitivity issues. The battery was observed to hold charge for the expected amount of time. A battery life test was performed to simulate typical patient use. The pdm was charged to 100%, paired with an unused pod and mimicked patient use. After 24 hours, the device remained at 85% battery life, indicating the device would last for 48 hours under normal patient use. The device was found to function as intended.correction to d(4): sequence number changed from unavailable to 010201-21342.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting hot to the touch. It was also reported that the pdm is not holding charge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.